Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data. That had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001. The complaint investigation for falsely decreased total bilirubin, calcium, carbon dioxide, sodium, and potassium results generated on the architect c8000, serial number (B)(6) included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The customer service center specialist (csc) checked instrument logs, over the phone, and was not able to locate discrepancies leading to the discrepant results observed. The architect c8000, serial number (B)(6), was considered the likely cause; however, a pre-analytical sample integrity issues cannot be ruled out. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the architect c8000, serial number (B)(6), was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased total bilirubin, calcium, carbon dioxide, sodium, and potassium results for one patient on an architect c8000 analyzer. The following data was provided for sample ID (B)(6) on (B)(6) 2021: initial total bilirubin result was 0.19, repeats were 0.38 and 0.58 mg/dl; customer¿s reference range is 0.20-1.20 mg/dl initial calcium result was 3.8, repeats were 7.06 and 10.8 mg/dl; customer¿s reference range is 8.5-10.5 mg/dl initial carbon dioxide result was 8.5, repeats were 16.2 and 24.1 meq/l; customer¿s reference range is 22-29 meq/l initial sodium result was <100, repeats were 102.7 and 150 mmol/l; customer¿s reference range is 136-145 mmol/l initial potassium result was 2.17, repeats were 3.81 and 5.50 mmol/l; customer¿s reference range is 3.5-5.1 mmol/l. There was no impact to patient management reported.